Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per previous discussion with the customer, it is their policy not to provide patient demographics.

Event description:
It was reported that a hole was found on the tubing and fluid began leaking from the distal y-port during priming. There was no patient injury and no medical intervention was required. The event occurred at systemic therapy unit.

Manufacturer narrative:
The customer¿s report that a hole was found on the tubing was confirmed. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a small cut in the tubing approximately 1 inch below the distal smartsite port. No other anomalies were observed throughout the set. Functional priming testing found the set leaked from the tubing approximately 1 inch below the distal smartsite port. No other leaks were observed throughout the set. The source of the leak is due to a cut in the tubing. The root cause of the cut damage could not be determined.

Event description:
It was reported that a hole was found on the tubing and fluid began leaking from the distal y-port during priming. It was further confirmed during follow up, that there was no patient harm or medical intervention required as a result of this event. The event occurred in the systemic therapy unit.